Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they had observed a flipped implantable neurostimulator (ins) approximately 8 years prior to the report. There were no patient symptoms reported. No serial numbers, patient name, interventions, or outcome were reported with this event. Further follow up was attempted to obtain this information. If additional information is received, a follow-up report will be sent.